Event description:
The facility reports the pt was lifted off the toilet using the hoist. The carrier checked the waist belt and pt grip for security and then turned to open the door. When carrier turned back, the pt was on the floor. The carrier called for assistance. The pt had slipped through the waist belt. The pt sustained a head injury and broken right wrist.